Manufacturer narrative:
(B)(4) batch # t92k1a investigation summary: the tissue pad was attached to the clamp arm and not detached as reported by the customer. In addition, the device was returned with the tissue pad damaged, melted, not all present, and a small portion was not returned. The device was connected to a test handpiece and a gen11 and the device did activate during functional testing. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. When the ¿relax pressure on blade; reactive instrument to continue¿ alert screen appears, it is advising that the instrument has been loaded to the point where the output has stopped. The user needs to relax pressure on the instrument or re-position so there is less tissue in the clamp. Release the activation switch and reactivate the instrument to continue. However, no alert screens were displayed at any time during testing. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, 'relax pressure on blade¿ alert screen was displayed by generator and then the white tissue pad had fallen off. The fallen piece was retrieved by forceps and was disposed of. Changed to another one to complete the surgery. There was no patient consequence reported. No additional information can be provided.